Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips. About 9 months later, the patient developed peeling of the lips. Subsequently, the patient lips became swollen on the upper lip and on a particularly specific nodule. The swelling and peeling of the lip came on and off. Patient was treated with hylase and symptoms resolved the same day.